Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile form (ppf) indicates that the patient discovered that the inferior vena cava (ivc) had thrombosed at the same time of an unsuccessful attempt to remove the filter, seventeen days post implantation. After multiple attempts to access the hook of the filter failed due to the thrombus found in that location, the procedure was aborted. The patient also reports that the filter is tilted and to be suffering from blood clots, clotting, occlusion of the ivc, emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient¿s diagnosis prior to the filter placement was being high risk for pulmonary embolism (pe). The patient was morbidly obese and was to undergo a gastric bypass surgery. During the filter implantation procedure, the filter was deployed below the renal vessels without complications. The patient tolerated the procedure well. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient¿s diagnosis prior to the filter placement was being high risk for pulmonary embolism (pe). The patient was morbidly obese and was to undergo a gastric bypass surgery. During the filter implantation procedure, the filter was deployed below the renal vessels without complications. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter, thrombosis/embolism, an unsuccessful attempted percutaneous surgery, and that the filter cannot be retrieved. Per the patient profile form (ppf), the inferior vena cava (ivc) had thrombosed at the same time of an unsuccessful attempt to remove the filter, seventeen days post implantation. After multiple attempts to access the hook of the filter failed due to the thrombus found in that location, the procedure was aborted. The patient reports the filter is tilted, blood clots, clotting, occlusion of the ivc, mental anguish, anxiety and stress. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0708336 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter, thrombosis/embolism, unsuccessful attempted percutaneous surgery, and filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient had suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis or embolism does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Please note that device reported is an optease vena cava filter for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter, thrombosis/embolism, unsuccessful attempted percutaneous surgery, and filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient had suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received that there was there were also blood clots, clotting and or occlusion of the ivc. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.